Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 for an unrelated procedure. On (B)(6) 2020, the patient had a pre-discharge check and found that the right ventricular lead exhibited loss of capture at maximum output. Chest x-ray did not reveal any problems with the position of the lead. The patient was then scheduled for a lead revision on the same day. During the procedure, it was noted that the right ventricular lead was pulled back near the tricuspid annulus. The physician then retracted the lead helix and repositioned it to a septal right ventricle location. The physician found the measurements at this new location acceptable and the pocket was closed. The following day, on (B)(6) the patient had a satisfactory check up and was discharged from the hospital. The patient was reported to be asymptomatic throughout the event and after the procedure.